Manufacturer narrative:
Date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the ventilator CPAP flow is not correct, had broken knobs, one cap missing and the battery cover was broken. Patient involvement unknown.

Manufacturer narrative:
Other, other text: d4 UDI (B)(4). Device evaluation: one device was received for investigation. Visual inspection showed knobs were missing, damaged battery cover, and patient outlet fitting missing. Functional test performed, along with visual inspection showed customer reported problem verified CPAP is out of spec, battery cover broken, and knobs missing. The most probable cause with the reported problem is impact on the device. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.